Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for benchtop investigation. Data logs were not either for review. Based on clinical description, the root cause of low flow was due to cannula kink.

Event description:
The user facility reported a 75-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The device was providing suboptimal flows and a kink on the upper end of the cannula was reported. The impella cp was immediately removed and replaced with another impella cp. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.